Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined and the following was observed: liner delaminated 80cm in length from distal tip. C marker band separated and not returned. Distal tip stretching observed. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. Imagery was provided and the following was observed: esheath liner appears delaminated. C marker band separated and embolized into renal artery. The esheath esheathplus is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath esheathplus is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath assembly and components, including the c marker band and its application. Users are informed of the residual risks associated with the valve, delivery system and or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training refresher training materials, including adequate hydration of components, appropriate orientation of the esheath esheathplus seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system, including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and or procedural factors can contribute to circumferential delamination of the sheath liner and separation of the c marker band can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound and further lead to sheath liner delamination and c marker band separation. In this case, the complaint was confirmed through evaluation of returned device and provided imagery. Investigation results suggest that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the sheath liner delamination, while procedural factors (excessive manipulation) may have caused or contributed to the c marker separation. However, a definite root cause was unable to be determined. No edwards defect or manufacturing non conformance that would have contributed to the reported event was identified. No IFU training deficiencies were identified. Therefore, no further escalation is required. Product risk assessment already captures product risk assessment for the issue. All complaints are reviewed against control limits.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway. H3 other text : not returned.

Event description:
As reported through edwards lifesciences affiliate in israel, regarding a 26mm sapien 3 valve in aortic position by transfemoral approach. During procedure, pre- dilatation with 23mm edwards bav catheter was done prior to valve deployment. During valve deployment, the commander delivery system balloon burst. Despite the balloon burst, the valve was well implanted. Resistance was observed when retrieving the commander delivery system back into the esheath. The esheath and commander delivery system were removed as one unit. After device removal, it was observed the esheath c-mark band was in the left renal artery. The c-marker band was left inside the patient as the hemodynamics were good. The patient is doing well.